Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2017-01627. 1. Device manufacture date.

Manufacturer narrative:
Results: the embolization coil was intact with the penumbra smart coil (smart coil) pusher assembly and had offset coil winds near its proximal end. Conclusion: evaluation of the returned device revealed the smart coil embolization coil had offset coil winds near its proximal end. This type of damage typically occurs if the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement. The offset coil winds prevented the smart coil from advancing out of its introducer sheath and into the demonstration microcatheter during functional testing. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a vein of galen malformation using penumbra smart coils (smart coils). During the procedure, the smart coil would not advance out of its introducer sheath and into the non-penumbra microcatheter; therefore, the smart coil was removed. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.